Event description:
The customer reported that there was a speaker malfunction. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a pt monitor speaker malfunction with no audio available. A visual message "speaker malfunction" was displayed on the monitor's screen. Root cause: the bedside monitor's main board and speaker assembly were removed and replaced. The power supply was also replaced. The philips technical engineer had replaced the speaker assembly as a precaution the previous day after receiving a call from the customer that there was a speaker malfunction message displayed on the monitor's screen. The philips technical engineer although did not find an audio failure noted. The pt monitor was then tested and passed the performance verification tests prior to return into service for customer use. There have been no further reports of speaker malfunction since replacement of the pt monitor's main board associated with this event. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation trending on this issue supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.